Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
A patient specific prescription form was received with note "revision of femoral component." In a clinician letter, the following is reported: "clinically, his leg is about 3 cm short on the right (where existing implants are) than his left. His wound remains well healed with no evidence of infection. His gastric flap appears to be in good condition. He has a very good straight leg raise with no lag at all and he flexes to about 90°. There is a lot of instability in the medial lateral plane. In terms of treatment, I think he would benefit from re bushing but also exchange of the smiles femoral component to a new one due to the fact it is loose. At the same time he will need a radical debridement and excision of what likely is to be wear debris."

Manufacturer narrative:
An event regarding rebushing involving a patient specific proximal tibia was reported. The event was not confirmed. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was for a proximal tibial replacement which was inserted on (B)(6) 2014. The surgeon reported that the operated leg is shorter than the opposite leg, the femoral stem is loosed and instability of the knee. The CT scan provided showed that the operated femur is 45 mm shorter than the opposite femur and there are massive radiolucent lines along the femoral stem between the stem and cement, and between the cement and bone. The cortical bone of the femur has undergone significant bone resorption and osteolytic lesions. The above observation can confirm the reason for revision. However, the instability of the knee can not be assessed by the image. Product history review: review of the product history records indicate 498 devices were manufactured and accepted into final stock on 15nov2013 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed for similar events regarding rebushing lot b11935 there have been no other events for the lot referenced. Conclusions: an event regarding rebushing involving a patient specific proximal tibia was reported. The exact cause of the event could not be determined because further information such as retrieval analysis and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened.

Event description:
A patient specific prescription form was received with note "revision of femoral component." In a clinician letter, the following is reported: "clinically, his leg is about 3 cm short on the right (where existing implants are) than his left. His wound remains well healed with no evidence of infection. His gastric flap appears to be in good condition. He has a very good straight leg raise with no lag at all and he flexes to about 90°. There is a lot of instability in the medial lateral plane. In terms of treatment, I think he would benefit from re bushing but also exchange of the smiles femoral component to a new one due to the fact it is loose. At the same time he will need a radical debridement and excision of what likely is to be wear debris."